Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: vanguard knee system cr tibial bearing e1 antioxidant infused, catalog #: ep-183461, lot #: 281060; biomet cruciate tibial tray, catalog #: 141236, lot #: j3803863; series-a standard patella, catalog #: 184766, lot #: 314280; palacos bone cement, catalog #: 00111214001, lot #: 84374539. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient developed left pain the calf approximately four days post-implantation which was thought to be a possible blood clot. Determined that there was no blood clot, but a bakers cyst was noted. Approximately three weeks post-implantation the patient had 20cc of blood aspirated from the joint in the doctor's office. Approximately eight weeks post-implantation the patient was noted to have difficulty sleeping, tingling, numbness, and swelling. It was further reported the patient was experiencing clicking and popping with ambulation; the patient has to use a cane or walker due to pain. Also the patient has large effusion.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was confirmed by review of patient operative notes and imaging records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Product was not returned. Visual and dimensional evaluations could not be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, patient experienced a popping sound since first day of walking. It was further reported that the patient developed left calf pain approximately four days post-implantation which was thought to be a possible blood clot. It was determined that there was no blood clot, but a bakers cyst was noted. Approximately three weeks post-implantation, the patient had 20cc of blood aspirated from the joint in the doctor's office. Approximately eight weeks post-implantation, the patient noted difficulty sleeping, tingling, numbness, and swelling. The patient was experiencing popping with ambulation, and the patient had to use a can or walker due to pain. The patient has large effusion. It was further reported that patient is experiencing noise, pain, cyst, alteration in sensation and swelling.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown bearing, unknown tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07483. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and has been experiencing popping sound from day one of walking. Attempts have been made and additional information on the reported event is unavailable at this time.